Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #1). An additional emdr was submitted to represent the bard flat mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) (x2) on (B)(6) 2011 (x2) and perfix plug on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh) (x2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) (x2) on (B)(6) 2011 (x2) and perfix plug on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh) (x2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic converted to open repair with implant of bard flat mesh (device 1 and 2). Per op notes, ¿on the right inguinal region, a direct hernia was identified and attached to cord was detached. No indirect hernia was noted. The hernia sac was reduced. A bard flat mesh (device 1) was placed and sutured. On the left inguinal region, a direct hernia defect was noted and reduced. No evidence of indirect hernia. A bard flat mesh (device 2) was placed and sutured.¿ (B)(6) 014 - patient was diagnosed with recurrent left inguinal hernia and pain thereby underwent open repair with excision of bard flat mesh (device 2) and implant of perfix plug (device 3). Per op notes, ¿prior mesh (device 2) was noted undersurface of external oblique, and a hernia was noted medially. The mesh had pulled away from the inguinal ligament as well as pubic tubercle. The cord was isolated. Old mesh (device 2) was dissected out. The hernia was reduced. A perfix plug (device 3) was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2010) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard flat mesh (device 1). An additional supplemental emdr was submitted to represent the bard flat mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.